Event description:
During laparoscopic cholecystectomy the clip appliers (ethicon ER 320) intermittently would not close around vessel. This was a new clip applier. We then opened a reprocessed clip applier (ethicon er320) and that was sticking at the tip and not opening normally. Malfunction.